Event description:
Post operative failure of two screws used in acromioclavicular joint reconstruction. Screws dislodged from bone and fibertape broke causing the clavicle and coraocid to separate. A revision surgery is necessary but has not been scheduled yet. Refer to ca31386c for screws dislodging from bone. This device is used for treatment.